Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
A nurse place a sherlock 3cg PICC in a patients artery. The film was read twice as being in the right spot until the patient complained of left side weakness at which time the PICC was realized to be in the artery.